Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubing began to fill with blood before the test tube was inserted. In addition, the rubber cap came off completely on one device. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve fall off causing leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve falls off causing leakage was not observed. Also, 5 retained samples were evaluated by functional testing and no leakage or sleeve falls off was observed as all sample met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve falls off causing leakage based on the photo analysis, but unconfirmed on the retains. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubing began to fill with blood before the test tube was inserted. In addition, the rubber cap came off completely on one device. No patient impact reported.